Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the shocking coil damage allegation in which the physician felt the shocking coil was compromised and damaged was confirmed based on the observation of a stretched shock coil at the proximal end. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to vessel was very tight and after a few times the physician felt the shocking coil was compromised and damaged. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to vessel was very tight and after a few times the physician felt the shocking coil was compromised and damaged. The lead was never in service. No adverse patient effects were reported.